Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with ventricular fibrillation (vf). The patient stated that prior to calling 9-1-1, they were sitting on the side of a bathtub and washing their feet and hair when the controller alarmed for low flow. Per the paramedics, the patient was found lethargic inside an empty bathtub. It could not be confirmed whether any equipment was exposed to water prior to paramedic arrival. The patient was airlifted to the ed where vf was confirmed and treated. The log file captured low flow events on (B)(6) 2023 between 9:08 & 9:12.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this investigation. Additionally, low flow alarms were confirmed in the submitted log files; however, a specific cause for the alarms could not be conclusively determined. The submitted log files captured transient low flow alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction, lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.